Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d3, g1, g2.

Event description:
Company representative reported "ruptured saline implant". This record side is unknown. The device status is "unknown."

Event description:
Company representative reported "ruptured saline implant". This record side is unknown. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.